Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. Photographs were received which indicated a separation between the heparin line to red t connector. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported a blood leak between the fresenius combiset bloodlines heparin line and the blood pump. The blood leak was noticed approximately 30 minutes into the patient¿s hemodialysis (hd) treatment. The fresenius 2008k machine correctly alarmed with venous pressure low alarm. The clinical manager reported that the leak was due to a separation of the line and confirmed that there was no visible damage to the line. The patient's estimated blood loss (ebl) was approximately 150 ml. The patient completed treatment on the same machine with new supplies. It was confirmed that the complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.